Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not booting up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the emergency stop was activated. The emergency stop was accidently pressed by the customer. To resolve the issue, the fse released the emergency stop and rebooted system. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The emergency stop button was pressed accidently by the customer which caused the reported issue. There was no system malfunction after releasing the emergency stop button. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.